Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro stopped working. The hospital staff switched the cable and the power supply and it still did not cauterize. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010 for investigation. A visual inspection revealed that there were no non-conformities, the device had minimal signs of clinical usage. A supplemental report will be submitted when the investigation is completed. (B) (4)